Manufacturer narrative:
We performed a meticulous batch history analysis (DHR) and reviewed all maintenance records and quality notifications associated with this batch. No deviations were identified for this batch. We would like to clarify that without a physical sample, we cannot determine with certainty whether the reported incident is due to a cylinder defect or whether it is related to the needle used. The absence of the sample limits our ability to perform a comprehensive analysis and reach a conclusive assessment. We recommend delivery of the physical sample for further investigation, which will allow us to provide a more accurate assessment our production processes are validated based on defined and strictly enforced limitation criteria in order to maintain the highest quality standards. The incident identified in this consultation will be closely monitored to assess trends to ensure ongoing quality assurance. As this occurrence does not exceed the batch's acceptable quality limit (aql), we do not propose any additional corrective or preventive action at this time. However, we remain committed to open communication and will keep you informed of any developments regarding this matter.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su, had leakage past the stopper. The following information was provided by the initial reporter: it was reported that the customer purchased 1 master carton of the syringe via distribution and told us that when he applied it, the liquid in the syringe returned behind the plunger, leaking the contents (sealing problem). Additional information received on 13 oct 2025. How many units of the product had the problem/defect? 27. Was there any damage to patient's health? If yes, please explain in detail. No. Was the incident notified to anvisa? If so, what was the notification number? No. Could you confirm the date on which the problem/defect occurred or was identified? It occurred on (B)(6)! When we apply the contents and it reaches the middle of the 3ml syringe, the medicine comes back behind the plunger. Additional information received on 20 oct 2025. Could you please confirm how many units have been affected on each event dates. 02-oct-2025 - 06. 03-oct-2025 - 04. 04-oct-2025 - 05. 05-oct-2025 - 05. 06-oct-2025 - 07.